Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint from the result printouts. The fse did not attempt to reproduce the results due to the customer running quality control (qc) multiple times with the same issue. Fse suspected the analyzer was contaminated and performed a decontamination. Fse validated the analyzer by successfully performing daily check, calibrations, and quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 13feb2025 through aware date 13mar2026. There were no similar complaints identified during the search period. A 13-month complaint history review for progesterone (prog iii) lot # f71c320 was performed for similar complaints from 13feb2025 through aware date 13mar2026 through. There were two similar complaints identified during the search period, including this case. A 13-month complaint history review for biorad lot # 400481 was performed for similar complaints from 13feb2025 through aware date 13mar2026 through. There were no similar complaints identified during the search period. The st prog iii analyte application manual states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strict regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to biological contamination.

Event description:
A customer reported ¿high out of range level 1 quality control (qc) for progesterone (prog iii)¿ on the aia-360 analyzer. The customer recalibrated the assay, made new controls, verified the wash and diluent were properly equilibrated. The substrate was confirmed to be within expiration. The customer was using biorad lot # 400481 and tosoh test cup lot # f71c320 which resulted with 4.99ng/ml (expected insert package range 0.450ng/ml ¿ 0.830ng/ml). The customer planned to perform a six-month decontamination procedure followed by recalibration. Upon follow-up the issue persisted. The technical support specialist (tss) confirmed the customer was using frozen aliquots for biorad controls and instructed the customer on opening a new biorad bottle and repeated testing. Tss shipped multi analyte control (mac) controls and calibrations to rerun qc testing; however, the customer reported and issue persists. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.